Event description:
A surgeon reports that a pt had unexpected post-operative refraction following intraocular lens implant surgery. The pt had a refraction of -2.50. The surgeon was expecting -0.25. The lens remains implanted. More info has been requested.